Manufacturer narrative:
Screwdriver is rounded and will not grip screws and hole eliminators well. Examination of the returned device confirms the reported wear out. The hex has been rounded from normal to heavy use. The device has been released to distribution more than three years. The hudson end is damaged and the material finish has been scratched. A search of the complaints databases identified other reports were the root cause was wear out/heavy use. Product problem has not been identified. Corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screwdriver is rounded and will not grip screws and hole eliminators well.